Event description:
Caller reported that tandem charging supplies became very hot to touch. There was no adverse impact to the customer's blood glucose level. Cts initiated a return merchandise authorization for the tandem charging supplies.